Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the removal operation of a locking compression plate-proximal lateral tibia; the surgeon could not remove the two locking screws with a driver. One screw was at the most proximal hole and the other screw was at the second proximal hole of the shaft. The driver tip was found to be worn off. The surgeon tried again to remove the screws with two extraction screws, but they broke. The locking screws were cut with a diamond cutting burr and finally removed using a hollow reamer and pliers. There was no harm to the patient. There was a report of a sixty minute surgical delay. This report is for 5 of 6 complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis implant/explant date: device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An evaluation was performed on the returned device; an investigation confirms that the tip of the screwdriver is damaged. Unfortunately the locking screws were not returned so could not be examined. Investigation of the screwdriver shaft shows that the tip is indeed damaged due to mechanical overloading situation while in use. Immense torsional forces applied during removal as the tip is twisted. Investigation of the extraction screws show that they broke due to mechanical overloading during use. It was notes that the locking screw was completely blocked inside the locking thread. Strong tightening during insertion caused fretting of the screw in the plate. Therefore a too high mechanical force was applied while trying to remove them. In addition a review of the manufacturing document was conducted for all the returned parts and lot numbers concerned and showed conformity to specifications. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.